Event description:
Pt has crohns disease, and is receiving tpn and fats nightly via groshong. On 1/30/94, the pt was about to hang a new tpn. The bag had a leak in it. The bag was not hung. It was brought back to the pharmacy where a weakness in the bag material causing a hole in the upper right quadrant was noted. Since then, although no holes have been seen, rptr has noticed that most of these bags have "slits" or weakness when they have been tightly folded against one another.